Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had no pain or fever. The driveline exit site was wet with erythema and bacterial cultures identified staphylococcus aureus. The infection was treated with oral targeted antibiotics but if these did not resolve the infection then it is planned to administer intravenous targeted antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline infection at their driveline exit site. The bacterial culture was not yet available. The superficial infection appeared after driveline exit site trauma after the patient had a shower. The patient was given antibiotics.